Event description:
The customer contact reported the device displayed a rate that was different than the originally programmed rate. The device was returned to the biomedical engineering dept with an unsigned note that state, "constantly says error beeps constantly all the time." During testing at the user facility, the device was programmed to deliver at a rate of 50 ml/hr using the titrate button. It was later noted the device displayed a rate of 999 ml/hr. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.